Manufacturer narrative:
The device will not be returned as it was discarded by the facility.

Event description:
A report was received that that following an ablation procedure, it was noted that the patient experienced a third degree burn and subsequently underwent two debridement procedures. During the procedure, they dropped from 4 electrodes down to 2. One of the electrodes that were utilized for the prior ablation was left on the patients skin, resting on top of an electrode still in a cannula. When the physician pulled the electrode out of the cannula to ensure the proper ones hooked up, it momentarily lifted the active electrode off of the patients back, causing the impedance to zero, making it appear as though they were using the proper electrode. No further information can be obtained.